Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It is reported that surgery was performed on (B)(6) 2013 for a proximal tibia ex fix removal. The wrench from the locking large fragment set was found broken at the interface where the hinge is. This was not evident in surgery but was found on (B)(6) 2013 after it had been sterilized. The socket portion of the wrench was noted to be missing. This is 1 of 1 reports for this event.